Manufacturer narrative:
Initial reporter phone: (B)(6). Investigation summary: mat: 363095. Lot: 1336514. Bd did not receive samples or photographs from the customer in support of this complaint. The expiry date of the lot number involved was 31st august 2022. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the tubes has expired. Expired tubes will draw less volume than tubes still within their shelf-life. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred once. The following information was provided by the initial reporter. The customer stated: during using the tube, it found that the tube had low draw. The patient was not affected and the tube has been replaced.